Manufacturer narrative:
Additional information has been requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up, this right ventricular (rv) lead's shocking lead impedance (sli) was measured to be greater than 125 ohms. Likewise, there were several nonsustained episodes in the electrogram (egm) which proved that the lead have oversensed. The patient was hospitalized and a surgical procedure was performed to surgically abandon the lead. During the operation, a defect of the lead insulation became visible; however could not be seen through visual fluoroscopy. The replacement procedure was successful. No additional adverse patient effects were reported.

Event description:
Additional information indicated that there was a suspicion of lead fracture and the physician noted some defect on the lead insulation during operation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.